Event description:
The surgeon does not fault the device.

Event description:
It was reported that revision surgery was performed due to pain. No infection was found. The acetabular cup was more horizontal than desired, so it was removed. It was also found to be loose.